Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy fluid. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt began treatment with injection vancomycin (1 gram, frequency not reported) and after 5 days the same dosage was used by pt, injection fortum (1gram, frequency not reported) and then (1gram, in the night bag, frequency not reported) and injection heparin (2ml that day and every day) (route of administration not reported) for peritonitis. On an unreported date, the pt's fluid was clear. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available.